Event description:
Reportable based on the analysis completed on 08 jan 2013. It was reported that during a percutaneous coronary intervention (pci) the device was unable to cross the lesion. The 86% stenosed target lesion was located in the severely tortuous and severely calcified circumflex artery (cx). The lesion was predilated and then a 2.50x32mm promus element stent delivery system (sds) was advanced to the cx; however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluation: initial visual examination identified that the mid section of the stent was kinked. The balloon was tightly wrapped and was not subjected to positive pressure. No further damage was noted on the returned device. No kinks or damage was noted with the hypotube/shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).